Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ sterile luer slip syringe the scale was missing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd plastipak sterile luer slip syringe the scale was missing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, the barrel was observed to be missing the label markings. A device history record review for the provided lot number (1804005) revealed one annotation during production. During the manufacturing process, a failure was detected in the marking machine which caused syringes to lack the proper barrel marking. All of the defective product was rejected to scrap, however, due to human error, the syringe involved in this incident was not correctly rejected. Upon detection of the failure, the machinery was repaired. Based on the preventive measures in place and the current inspection plan, this is believed to be an isolated incident with an unlikely reoccurrence. Further action has not been determined necessary at this time.